Event description:
It was reported that the device was in use to monitor a pt with an abdominal aortic aneurysm using only total cardiac output from the monitor. The physician did not consider the other factors such as systemic vascular resistance, changes in blood flow, stroke volume, etc. Based on only the cardiac output readings, he gave the pt fluids. As a result of the user error, the pt developed pulmonary edema. The pt recovered and there were no complications.